Manufacturer narrative:
Concomitant product: (B)(4), m4 microdebrider sn # (B)(4), lot #205902815. The blade and the handpiece was received and evaluated. Un-sealed sample, part number 1884380hre, from lot number 0210307306 received; equipment used: microscope (zeiss stemi 2000c between 0, 65 to 5, 0 magnification settings), calipers. Evaluation: when compared to the assembly drawing (B)(4) revision b: visually, a portion of the outer tube spherical radius came off the inside diameter which would have resulted in the reported event. The portion that became detached measured approximately 0.15¿ x 0.04¿. This is a supplied material component. The handpiece service evaluation found the handpiece motor was knocking; the motor, seals and bearings were corroded due to dried saline. The motor/ cable assembly and various parts were replaced.

Event description:
It was reported that during an endoscopic sinus surgery, the blade stopped rotating after a few minutes. When the attachment was removed from the handpiece, a fragment came out. It was unclear if the fragment was from the blade or the handpiece. The procedure was completed with backup devices. There was no patient injury.